Event description:
Issue identified with cardiogen-82-generator was eluted with lactated ringers rather than normal saline; 8 pts were treated in total in this manner on the following dates: (B)(6) 2018. Additionally, we believes this has already been reported to the FDA by bracco diagnostics. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Diagnosis or reason for use: pet CT imaging.